Event description:
It was reported that during an unk procedure, surgeon was firing across a major vessel and bleeding occurred. The procedure was extended, but no blood transfusion was necesary. Pt is fine. A competitor's device was used to complete the procedure.